Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the screws on the cardiosave intra-aortic balloon pump (iabp) unit are coming loose cart. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found screws coming loose cart.replaced plate, main handle mount and screw, pan head to resolve issue. Equiment passed all functional testing.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.